Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6); product type catheter. (B)(4).

Event description:
The patient had experienced an increase in pain. A fluoroscopy study on (B)(6) 2015 indicated the catheter was broken. Per the reporter, the catheter would be revised in the future. The device system was delivering sufentanil (100mcg/ml at 60mcg/day). The patient was also taking percocet orally.